Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2017-03515. It was reported the patient was not receiving pain relief from the scs system. A company representative attempted to meet with the patient to evaluate and see if reprogramming of the system would resolve the issue, however, the patient declined any reprogramming. Follow up identified the patient's scs system was removed.